Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device had a cracked display and the touchscreen was unresponsive, while blood glucose remained stable at 126 mg/dl. Symptoms included no adverse clinical effects. Outcomes included continued glycemic monitoring without reported harm. Investigation included a review of the complaint details and device history as provided by the user and service records and inspection of the returned device. Investigation of this device revealed physical damage to the device display consistent with a broken screen, resulting in loss of touch functionality and necessitating device replacement, with instructions provided to sync data and power down the device when possible. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external impact or handling.